Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire tip detached and remained inside the pt. Multiple 99% stenosed lesions were located in the severely calcified and moderately tortuous proximal ramus circumflexus (rcx) artery and the origin of the ramus posterolateralis sinister (rpls). The pt2 moderate support guide wire 185cm was advanced to the area of the lesions, and the lesions were treated with 3 balloons, one from another manufacturer and two quantum maverick balloons 2.5x20mm and 3.5x20mm. Three stents were implanted from other manufacturers, one in the rcx and two in the rpls. The guide wire tip detached inside the pt at the rpls. The tip remains inside the pt. The procedure was completed successfully. No pt injuries were reported. The pt's condition is reported as "good".